Manufacturer narrative:
Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move and difficult to operate on lot # 8295932. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger difficult to move and difficult to operate) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8295932. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200786648] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1ml 31ga 6mm 10 bag 500 sla was difficult to move. This occurred on 4 occasions during use. The following information was provided by the initial reporter: mr. Customer always uses the 50u 6mm needle; however, he has facing difficulties to find it in his city. Due to the missing product, he purchased the 100u 6mm needle, where he identified some difficulty to apply and aspirate the insulin. The customer details it was needed to use more straight to apply, in all the needles he used from this batch he realized the same issue, it seems to be "heavy". He further reports that he has been struggling even to pull the air, where it requires to use both hands so can be able to apply, he feels that it misses control due it's hard to handle.